Event description:
Additional information was received which noted that it was suspected that the rv lead had moved from its original position; however, x-rays did not show a difference from the initial post-implant x-ray. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead remains in service at this time. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited oversensing of atrial signals on the rate/sense channel. There was no pacing inhibition. Low amplitude measurements were also noted. A revision was performed to revise the rv lead position further away from the atrium to reduce the oversensing. No additional adverse patient effects were reported. The lead remains in service.